Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, the patient reported that he thinks his infusion device delivered a bolus on (B)(6) 2013 without being programmed to do so. The patient lost consciousness and woke up with emts around him. He stated that his blood glucose was 30 "something" mg/dl. His target range is 100-220 mg/dl. The patient was given an IV containing glucose and taken to the hospital. When the patient left the hospital he was not connected to his infusion device, but heard it operating. He thinks the device was again processing a bolus without being programmed to do so. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.